Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. It was noted the alternating current (a/c) cable required replacement; however, no repairs will be performed, as the device will be scrapped.